Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was reported that there was blood in/on the helix.

Event description:
It was reported that during the implant procedure when the package was opened, the helix appeared to be extended. This was never seen before and the implanter did not trust the integrity of the lead and requested a new one. The lead was not implanted. No patient complications have been reported as a result of this event.